Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code 814:04 in channel c; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code 814:04 in channel c was confirmed during product evaluation. This condition was due to a defective pumphead module (phm). The pumphead module on channel c was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A review of the event history indicates the fc 814:04 occurred once on (B)(6) 2011 on channel c. This occurrence caused an interruption of delivery. This involved a colleague infusion pump with a user interface module master software version 6.13.92.